Event description:
It was reported that battery charge dropped rapidly over a short period of time. There was no reported impact to the customer¿s blood glucose level. Customer was given education on how to refresh battery readings and best practices for battery use, acknowledged this guidance, and agreed to monitor system and contact support again if issue persisted.